Event description:
It was reported that approximately 30 minutes after intubation, there was a leak in the cuff. As a result, the patient was extubated and reintubated with a new ett. There was no patient harm or injury. The patient status is reported as "critical". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Additional information received on 04 oct 2023 states that the patient was critical prior to the event. The patient did not suffer and desaturation. The reported complaint of "leak - device leak - cuff" was confirmed based upon the sample received. The returned et tube was found to have a hole in the balloon cuff which prevented it from being able to stay inflated. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that approximately 30 minutes after intubation, there was a leak in the cuff. As a result, the patient was extubated and reintubated with a new ett. There was no patient harm or injury. The patient status is reported as "critical". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). In section d provided the full UDI #. Additionally, added the brand name. **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that approximately 30 minutes after intubation, there was a leak in the cuff. As a result, the patient was extubated and reintubated with a new ett. There was no patient harm or injury. The patient status is reported as "critical". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.